Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9. Date device returned to manufacturer. H6 - codes updated to imdrf codes. Visual inspection: the depth gauge f/scr ø2+2.4 meas-range up-t (p/n: 319.006, lot #: ft00149) was returned for analysis. Visual inspection of the returned device found a broken condition, the needle broke off from the instrument. Neither the sleeve protector nor the needle were returned in the decontamination bag. Dimensional inspection: dimensional inspection cannot be performed due to post manufacturing damage. Complaint confirmed: yes, complaint can be confirmed based on the available information. Investigation conclusion: the reported condition of the complaint device (the depth gauge f/scr ø2+2.4 meas-range up-t) is confirmed. Device is broken. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/ specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - part # 319.006 lot # ft00149 release to warehouse date: 09 nov 2016 manufacturing site : flextronics america llc a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4: lot, expiration date. D9. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: UDI.

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Telephone: (B)(6). Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the tip of depth gauge broke off from the main body. It was unknown when the damage happened. It was unknown if there was any patient involvement. There were no patient consequences are reported. This complaint involves three (3) devices. This report is for (1) depth gauge for 2.0mm and 2.4mm screws. This report is 1 of 3 for (B)(4).